Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had two breaks. Destructive analysis of the lead noted both the conductor coil and the insulation immediately surrounding it were twisted near the distal area of the fracture. Based on the findings, it was concluded the lead became fractured during attempts to retract the helix.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant but not used due to placement difficulty. An attempt to reposition the lead was made however was unsuccessful. Additional information was received indicating the physician was concerned they may have damaged the helix mechanism while retracting the helix. A new lead was successfully implanted. No adverse patient effects were reported.